Manufacturer narrative:
Report date: 23aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). It is unknown if the device was in patient use when this event occurred. Additional information has been requested. When this information becomes available, a follow-up report will be submitted.

Event description:
The customer reported low leakage - co2 inhalation. It is unknown if the unit was in use on patient, but there was no patient harm reported. Per field service engineer (fse) the low leak fault for which the equipment was sent for service cannot be reproduced. The service manual does not have indications for this error code except to check patient circuit or an occlusion in the exhalation port and does not recommend further actions unless the error code persists. The exhalation port is not occluded. It is concluded that the error message was caused by a specific failure in the patient circuit and not by a failure of the equipment itself, so no corrective actions are taken in this regard in this instance. During evaluation it was noted that battery already exceeds the maximum recommended age of 5 years, its replacement is recommended. The top cover is damaged and was replaced. The unit is also missing the rubber feet. The air inlet and cooling filters must be replaced.